Manufacturer narrative:
The device was returned and investigated at nevro. Analysis showed that the insertion needle tip dragged across the lead during withdrawal, leading to cuts along the surface leading to the puncture of the lead and exposing the conductor wires. The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that during the implant procedure one of the leads was sheared by the insertion needle. The lead was removed and replaced, and the procedure continued without further incident. No injuries were sustained by the patient. There have been no reports of further complications regarding this event and the patient is currently using the device to find effective pain relief.